Event description:
It was reported through the journal of innovations in cardiac rhythm management that a pacemaker was to be explanted following elective replacement indicator (eri). During explant procedure, the device exhibited loss of pacing. Loss was believed to be caused by electrocautery use. The device was successfully replaced.